Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5x220mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was stable.